Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements above 3000 ohms as well was noisy signals. Technical services (ts) was consulted and upon case review, considered this to be potential signs of lead fracture. Ts recommended to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.